Event description:
It was reported that the patient experienced a shocking or jolting sensation across her back and down her right leg. The "top part" of the neurostimulator was bulging outward. The patient turned her device off which eliminated the painful sensation. The patient was at home. Further information is being requested from the hcp.